Manufacturer narrative:
Device evaluated by manufacturer: the returned device consisted of an emerge mr balloon catheter. The device was visually and microscopically examined. There was a separation of the hypotube 79.7cm from the strain relief. The separated ends were ovaled in shape indicating the device was kinked prior to separation. There were numerous kinks to the hypotube. There was contrast in the inflation lumen, and blood in the guidewire lumen. The balloon was tightly folded. Product analysis confirmed the reported break as there was separation to the device.

Event description:
It was reported that a shaft break occurred. A 3.50mm x 15mm emerge balloon was used for treatment, but the balloon support broke. The device was removed before insertion into the patient. No patient complications were reported in relation to this event.

Event description:
It was reported that a shaft break occurred. A 3.50mm x 15mm emerge balloon was used for treatment, but the balloon support broke. The device was removed before insertion into the patient. No patient complications were reported in relation to this event.